Manufacturer narrative:
(B)(4). Batch # ni. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the manual override attempted to open the jaws? Did the jaws of the device eventually open to release the tissue? What was the product code of the cartridge (gst60t, ecr60d, etc.)? It was mentioned that this was the second device in the case. Was there an issue with the first device?

Event description:
It was reported that during a laparoscopic bowel resection procedure, the second device that was used in the case fired half way and would not return when the reverse button was used. The device was pulled off of the tissue and another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2016. Batch # n54744. The analysis found that one psee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape and the knife reverse button worked properly during testing. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.